Event description:
Customer reported via phone, the insulin pump a blank display. Customer reported her blood glucose was 268 mg/dl and she thought it was a little high. When she look at the insulin pump that is when she realized it was off. Customer changed the battery and the display remained blank. Troubleshooting was performed and the display remained blank. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
The pump was received with a blank display due to an unplugged battery tube connector. The pump was unable to perform the displacement test due to the blank display. The pump also had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.